Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated four times at 6atm within 10 seconds accordingly. However, at fourth inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.